Event description:
Internal no: (B)(4). Event took place in (B)(6) and has been reported to (B)(6). Tentative summarizing translation of users narrative: "upon removal through introducer sprotte cannula sheared off."

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files did not indicate recorded quality problems of rejections related to this incident. At this point MFR assumes inappropriate forces were applied to the needle and needle and introducer were not withdrawn together upon removal provoking breakage of the needle at the distal point of entry to introducer. Any further information will be sent in the FDA as soon as it becomes available. If no further information becomes available, pajunk considers this file as closed.